Manufacturer narrative:
Mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
The patient called agent on (B)(6) 2021 because the patient believes a false positive test because they took two other tests, one with curative and one home test, and both of those tests resulted as negative. The patient is also asymptomatic. The patient has never tested positive before. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.